Event description:
It is reported that the device was implanted in 2007, and was explanted in 2008, due to the patient experiencing pain.

Manufacturer narrative:
Evaluation summary: the alleged complaint was regarding a kinectiv modular neck which was not returned. The reason for the complaint was that the patient was revised due to pain. X-rays and/or photos were not supplied for review. Patient information including weight, activity level and other health issues that could potentially affect pain, were not supplied. Based on the information provided can not be definitely determined. H6: evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.